Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to discomfort. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on february 09, 2024.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on july 1, 2024.